Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, mechanically, and electrically. The mechanical inspection confirmed the clinical observation, the mandrin could not be removed from the lead without problems. After removal of the mandrin, stuck inside the lead, traces of coagulated blood could be seen all over the mandrin. These coagulated blood residues probably stem from the implantation of the lead. A new mandrin could be inserted without problems. The analysis did not show any other deviations that could be related to the clinical complaint. There were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - this lead dislodged after implant on (B)(6) 2016 during the revision, the guidewire couldn't be removed. The lead was then explanted and returned for analysis. There were no adverse patient side effects reported.